Event description:
Customer reported that the css console battery did not indicate a full charge when the main battery check was performed. The pt was switched to a backup css console. There was no pt impact. The css console battery was replaced on site by the hospital biomedical engineer and a syncardia clinical support specialist, and the css console successfully passed the console validation test protocol. This alleged failure mode poses a low risk to the pt because batteries are a redundant system on the css console, and it did not negate the ability of the css console to perform its life-sustaining functions. Syncardia has requested that the css console battery be returned for eval, and the results of the investigation will be reported in a supplemental MDR.